Event description:
On (B)(6) 2012, the reporter (patient's mother) contacted animas alleging that the insulin pump was not suggesting proper amounts for carbohydrate boluses. The reporter gave some examples: reporter stated on (B)(6) 2012, the patient's blood glucose was 351mg/dl and pt ate 100 units of carbohydrates. Reporter stated the insulin pump only suggested 4.4 units total. Stated there was no iob. Reporter stated she watched patient (pt) program in the amount of carbohydrates he was eating and that the pump suggested amounts for corrections but not carbohydrates amounts all the time. Her second example occurred on (B)(6) 2012. The pt's blood glucose was 357mg/dl, and pt ate 159 units of carbohydrates. The reporter claimed the pump suggested 5.25units total. Animas customer service representative (csr) then spoke directly to the pt during the call, walked through steps with pt and mother on speaker phone, made sure pt is using (B)(6) menu and adding in bg and amount of carbs, advised him to make sure he is looking at suggested amount under total: and not just the carb or bg total. Pt states he does look at total amount. Pt was eating an 18 carb snack during the call. The csr walked through steps with pt, pump did give suggested amount for this. The pump' insulin to carb ration (I:c ratio)= 1unit:5carbs, isf 1unit: 55mg/dl, target 140mg/dl. The reporter stated she is not always present when pt boluses. The reporter was unwilling to report if the patient could have possibly entered in the wrong amount of carbohydrates. Upon reviewing bolus history, most of the boluses were given under normal bolus. The reporter claimed she is sure that boluses were programmed under (B)(6) but were just recorded as normal boluses. The reporter confirmed that the pump's settings (date/time, advanced features, and basal settings) were correct. There were no allegations of harm or injury as a result of the reported issue; however, this complaint is being reported since the insulin pump allegedly is not

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas received the insulin pump involved with this complaint but have not completed the device evaluation. An evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump bolus history verified a 4.40 unit ezbg bolus programmed from the meter on (B)(4) 2012 at 3:55pm. The pump settings were: insulin to carb ratio of 1unit:7grams; insulin sensitivity factor of 1unit: 55mg/dl. Using patient settings, an ezcarb bolus was performed for 70 grams of carbohydrate and the pump correctly calculated a bolus for 10 units. An ezbg bolus was programmed using patient settings for 55 mg/dl above target blood glucose and the pump correctly calculated a 1 unit bolus. Using the patient settings a ezcarb bolus was performed for 100 grams of carbohydrate and a blood glucose level of 351 mg/dl and the meter correctly calculated a bolus of 18.65 units. An ezcarb bolus was programmed for 159 grams of carbohydrate and a blood glucose of 357 mg/dl and the pump correctly calculated a 27.20 unit bolus. No defects were found with the pump bolus calculations. The pump was exercised for 29 hours and was confirmed to be delivering within specifications.